Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for 1 patient sample on a cobas c 513 analyzer. The initial result was 6.8%. On (B)(6) 2024 the repeated results were 5.5% and 5.6%. The result of 5.6% was obtained on a different analyzer. The repeated results were believed to be correct. The results were reported outside of the laboratory. The sample was repeated due to the physician questioning the result as the patient is not diabetic.

Manufacturer narrative:
The reagent lot number is 715055 with an expiration date of 31-aug-2024. The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative found a piece of gauze on the tip of the rinse nozzle. He removed the gauze and verified the instrument was working properly by performing system fluidics, adjustments, and by running a system check. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.